Event description:
Customer reported that cartridge was not fitting properly on pump due to an o-ring on the pneumatic tap. There was no reported impact to the customer's blood glucose level. Customer was instructed to remove o-ring and clean the area, after which they were able to reload the original cartridge and resume insulin therapy successfully.